Event description:
The patient was reportedly experiencing burning and shocking sensations at implant site. Device testing was discontinued due to patient's discomfort. The patient's device was implanted and the patient was reimplanted with another advanced bionics cochlear device.